Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely corrosion found on the endoscope connector is what led to the malfunction. The most probable cause is traced to an environmental factor such as humidity or electrical problems like signal loss or circuit breakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited an e238 scope communication error. There was no patient involvement.